Manufacturer narrative:
Additional information was received on 22-aug-2021 and it was reported that this adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was patient condition related. The patient outcome of the adverse event was reported as improved. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30527181m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the pvc procedure, decreased blood pressure was observed, which was confirmed by echo. Since effusion was observed, the course was monitored and drainage was performed. The patient was reported to be in stable condition after medical intervention(drainage). The physician commented that it was a difficult autopsy, and it was mentioned that the area around the treatment site was thin and so there is a possibility that the event occurred during mapping.